Manufacturer narrative:
The device is currently being evaluated; the manufacturer will file a follow-up report detailing the results of the evaluation once it is completed. (B)(4).

Event description:
It was reported that a jelco® hypodermic needle-pro® edge" needle bent during attempt to close the safety cover by pressing it on a table, after injection was administered. The safety cover would not engage and left an exposed needle. No patient or clinician injury was reported.

Manufacturer narrative:
The customer reported that three devices contributed to three reported events (one device per event). The customer returned three devices for evaluation. It could not be determined which device was associated with which reported occurrence; therefore, the evaluation of the three returned devices will be used for the medwatch. The following MFR were submitted related to the evaluation: 3012307300-2016-00286, 3012307300-2016-00287, and 3012307300-2016-00288. All three returned devices were attached to a plastic 0.25ml dose syringe (non-smiths medical component); the device protective caps were not returned. A review of the device history record, relevant to the reported lot, found that the cannula component met all acceptance and dimensional criteria during inspection. Visual inspection of the devices, found that the latch had been activated; however, the cannulas were visibly bent and not contained by the safety sheaths. The first device was found to be bent 90 degrees to the safety sheath and there was no contact with the engagement path/slot and the hook. The cannula on the second device was found to be bent to the far left side and was touching the left wall of the safety device. The third device's cannula was found bent to the far right side and was touching the right wall of the safety device. Functional testing or dimensional evaluation could not be performed due to the condition of the returned devices. The pros from all three devices were examined under 10x magnification and no obstructions, which would have prevented the cannula from engagement, were found. Additionally, the outside surface of the three pro components were checked under magnification; no anomalies were found. Based on the evaluation of the returned devices, the uncontained cannulas were observed; however, no evidence was found to suggest a manufacturing issue.